Event description:
Follow-up revealed the patient's device was explanted and replaced with a different model. Surgical intervention addressed the patient's issue.

Manufacturer narrative:
Concomitant medical products and therapy dates remain unknown at this time. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg has allegedly reached end-of-life. As a result, the patient plans to undergo surgical intervention on a later date to address the issue.